Event description:
A us distributor contacted zoll to report that charger/modem sn: (B)(4) was unable to charge a battery pack.

Manufacturer narrative:
Device evaluation of charger/modem sn: (B)(4) is complete. The reported problem (charger- unable to charge battery pack) was confirmed. As received, the charger was not able to charge a battery pack. Upon evaluation, there was contamination on the battery board. The cause of the battery charger problem is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger/modem.